Event description:
During a surgical procedure the wrist of the permanent cautery spatula instrument broke. The instrument was inserted into the cannula and the wrist broke during its initial movement. Upon breakage, two components detached from the instrument and fell into the pt. Both components were retrieved from the pt and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.